Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported before the procedure the scrub nurse had difficulty aligning the tips of the lsc16 and was unable to use for the procedure. Another lcs16 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no; external damage to lcs/cs housing, no and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the alignment of the jaw tips. Mfg and engineering have been notified of the reported incident.